Event description:
The event occurred in india. It was stated that the hl20 device displayed the error message runaway. The issue was observed during routine checkup and no patient was involved. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was stated that the hl20 device displayed the error message runaway. The issue was observed during routine checkup and no patient was involved. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. A getinge field service technician (fst) was sent for investigation and repair. The failure was reproducible. The fst cleaned the tacho strobe foil, the armature and the carbon brushes of the pump. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was already assessed by the getinge life cycle engineering. The most probable root cause was determined as use related contaminated of the motor tacho by carbon abrasion. The review of the non-conformities has been performed on 2025-04-22 for the period of 2017-03-29 to 2025-04-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-03-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: runaway could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number: k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number: 701043262.